Manufacturer narrative:
The reported event of damage from the stylet was not confirmed. A complete lead measuring 64.5 cm was returned in one piece. Final analysis found that the stylet would not fully go into the lead due to the inner coil clogged with blood. No other anomalies were found with the exceptions of damages consistent with those occurring at the time of the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead to be implanted experienced damage from the stylet after being repositioned multiple times. The lead was replaced during the procedure on (B)(6) 2020. Patient was stable.